Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 116 mg/dl at the time of the report. The customer feels that the insulin pump was giving too much insulin. The total amount of basal and bolus delivery did correspond with what was recorded in the history files. Nothing further was reported.